Event description:
It was reported that the devices were used during an unknown procedure. The device fed multiple clips at a time. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Malformed clip, orange indicator over traveled. The analysis results found that the device was received with one pear shaped clip jammed in the jaws. In an attempt to replicate the reported incident, the jaws were cleared and the device was tested for functionality. Upon firing, the clip did not fully advance into the jaws. The tip of the advancer was found to be broken, which resulted in the feeding issue. Potential causes for this condition may be if the device is actuated before the jaws have cleared the trocar, subsequently actuated, or opened manually. Finally, the device locked out as intended, but the orange was visible at 12th firing sequence thus, it over traveled. A batch record review was performed and no anomalies were found during the manufacturing process.